Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of device printouts and image. The device was tested and no anomalies were found. The cause for the field event could not be determined.

Event description:
It was reported that therapy was aborted due to an rv lead issue. The device was explanted due to it reaching eri.